Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 300 (mg/dl) for 1 week. System check with tandem technical support indicated pump was performing as intended. Customer indicated they would change their infusion site to resolve their high bg level.